Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 628904) for female sterilisation. The patient had a medical history of chronic cervicitis, obesity, uterine prolapse and abnormal uterine bleeding. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2610 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: intra operative : coils: right 2 left 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 70.312 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: history: tubal patency. Procedure: hysterosalpingogram description: the procedure was discussed with the patient, including risks and benefits. She appeared to understand and agreed to the procedure, informed consent was given. Timeout was performed. Is the usual sienite fashion, and under direct visualization, a small bore balloon. Tipped catheter was placed into the endocervical cans! Without difficulty, water-soluble contrast was injected. Appropriate images were obtained the catheter was removed, the patient tolerated the procedure well and was discharged in satisfactory condition findings: the endometrial canal has normal appearance. Tubal occluding devices are seen bilaterally. Contrast docs not ester the fallopian tubes. There is no spill of contrast. Impression satisfactory appearance so placement of essure tubal occluding devices with occlusion of the tubes. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history, lab data, patient information, indication, lot no., removal date, event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 628904-invalid) for female sterilisation. The patient had a medical history of chronic cervicitis, obesity, uterine prolapse and abnormal uterine bleeding. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2610 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: intra operative: coils: right: 2. Left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 70.312 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: history: tubal patency. Procedure: hysterosalpingogram. Description: the procedure was discussed with the patient, including risks and benefits. She appeared to understand and agreed to the procedure, informed consent was given. Timeout was performed. Is the usual sienite fashion, and under direct visualization, a small bore balloon. Tipped catheter was placed into the endocervical cans! Without difficulty, water-soluble contrast was injected. Appropriate images were obtained the catheter was removed, the patient tolerated the procedure well and was discharged in satisfactory condition. Findings: the endometrial canal has normal appearance. Tubal occluding devices are seen bilaterally. Contrast docs not ester the fallopian tubes. There is no spill of contrast. Impression satisfactory appearance so placement of essure tubal occluding devices with occlusion of the tubes. 628904: invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.